Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patients system was explanted due to an infection on an unknown date. The infection has resolved and a new system has been implanted.